Manufacturer narrative:
Device evaluation: during the initial visual inspection, the device was found to have been returned in one piece. It has been noted that there were some scratches on the threaded end. Additionally, one of the through holes was damaged. No other visual disparities were found. In-house device x-rays reflected that the anti-jam washer was compressed but the device was still functional. Functional testing was performed and passed specifications. Testing was performed using a standard fast distractor and a manufacturing test fixture. It was determined that the device functioned as intended; therefore, no fault has been determined. Device record review: a review of the device history record (DHR) indicates the device was manufactured by the specified requirement at the time and met all the required inspections before shipment.

Event description:
Information was received that the nail did not lengthen intra-operatively and was swapped out. No additional information has been provided.